Event description:
It was reported that a malfunction occurred on the pump, specifically a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code appears again, which they understood.